Manufacturer narrative:
Evaluation summary: it is alleged that the stem driver would not dislodge from the implant. Upon inspection, the stem driver was stuck in the m/l taper impactor slot. The stem driver has a tear drop shape to allow the surgeon to control initial rotation during insertion. The stem driver locked because the surgeon inserted the stem driver in reverse orientation. Evaluation codes: device history records indicate all components were manufactured and inspected to specification. The impactor has a potential field age of approximately 3.5 years.

Event description:
It is reported that surgery was delayed for 30 minutes when the impactor would not dislodge from the implant.